Event description:
Complainant alleged that while treating a patient. The device defibrillated the patient once successfully, however on the second attempt to discharge, the device shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.